Event description:
A tech reported that during the flap creation for lasik, slight eye movement occurred. The surgeon noted that the side cut was not clearly defined and decided not to lift the flap. The procedure was aborted. The surgeon will monitor the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).